Event description:
Tourniquet allegedly reinflated without anyone touching the buttons.

Manufacturer narrative:
Device was not returned to zimmer osp for eval. Hospital has been contacted. Waiting on return call from hosp.